Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the stimulation shut off on them 4 times and the pain was horrible. Patient mentioned they noticed the pain (B)(6) 2024 when the stimulation shut off. Patient stated they don't carry their controller with them when they go out and when they come back home they noticed the stimulation was turned off so they go to turn the stimulation on. Agent had patient connect to their controller and patient confirmed adaptive stimulation was turned on. Patient confirmed they were able to increase stimulation. Patient mentioned started using the adaptive stimulation. Agent reviewed with patient to have their controller with them to be able to turn stimulation back on. Agent reviewed device function of controller. Agent reviewed role of mdt rep, informed patient to monitor and follow with up with their hcp. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Manufacturer's representative stated, they have no information to provide as they were never part of this complaint handling and did not interact with the patient.